Event description:
It was reported that the patient underwent a transforaminal lumbar interbody fusion at l3-l5. It was reported that this surgery is a revision surgery of l4-l5 tlif since l3 spondylolisthesis occurred as adjacent segmental disease and screw loosening even though the bone fusion had been complete at l4-l5. The surgery aimed to perform l3-l4 tlif and to replace pedicle screws on l4 and l5.

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.